Event description:
It was reported that the patient presented to the clinic remotely with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. Patient felt discomfort. The device was not reprogrammed. There were no adverse consequences to the patient.